Event description:
It was reported from the clinic stating that the pt had been explanted. According to the information received, the pt was originally implanted with a 20mm medium electrode for hearing preservation. Unfortunately only partial insertion was achieved, with no hearing preservation, and the outcome was reported to be not satisfactory. The clinic elected to re-implant with full length sonata electrode.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.